Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported on behalf of her daughter that upon removal of an unspecified number of tampons the string broke leaving the pledget inside her vaginal cavity. Her daughter manually removed the pledget. She did not seek medical attention and did not experience any adverse health effects.